Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this pacemaker had entered safety mode, and was now pacing in unipolar. This pacemaker remains in service at this time, however device replacement was recommended. No adverse patient effects were reported, and the patient was not pacer dependent.